Event description:
It was reported to boston scientific corporation on (B)(6) 2007 that a prolieve thermodilatation system was used during a procedure on (B)(6) 2007. According to the complainant, the device did not malfunction; the pt went to the emergency room post procedure and passed away. The pt's pathology report revealed a perforated left sigmoid colon with multiple diverticuli and several focal erythematous and exudative areas.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A shipping history was performed and the last four lots of product sent to this customer were reviewed. The device history reviews show no deviations from standard processing, and no faults were documented for the relevant batch of materials. The microwave capitol product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).